Manufacturer narrative:
Weight, and ethnicity: unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), model zlb00, the patient complained about halos, and photopsia in the right eye (od). Glare intolerable by patient. Patient's daily activities were affected. The lens was explanted in a secondary procedure and a new iol, model za9003, was implanted. Incision enlargement was required. No further information was provided.